Event description:
Harmonic tested before procedure. Surgeon used shears once on the tissue and it was successful. The second time, the machine read an error message. Unscrewed the handpiece from the cord, reapplied, and tightened. Harmonic tested and read successful. Used on tissue and error message displayed. Handpiece passed off field. Note: user reported the stryker reusable/reprocessed harmonics have multiple problems.